Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified..

Event description:
It was reported that there was an over infusion. A new infusion bag was hung at 0900 on (B)(6) 2019, rate of 100 ml/hr and vtbi of 1000 ml. At 0954 the pump alarmed for air-in-line and it was noted the IV bag was empty. Although requested, there were no medication or fluid details provided. There was no patient harm reported, however, no additional patient information was provided.